Manufacturer narrative:
Visual inspection performed by r&d project manager: the spring ball plunger is come apart. It is possible this occurrence was influenced by variation in production/assembly or wear of the instrument, however this cannot be confirmed.

Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 1414926: 50 items manufactured and released on (B)(4) 2015. No anomalies found related to the issue. To date, no similar event on the same lot has been registered preliminary investigation performed on (B)(6) 2018 by r&d product manager: the spring ball plunger is came apart. It is possible this occurrence was influenced by wear of the instrument , damage during prior use and/or variation in production/assembly, however this cannot be confirmed. The preliminary investigation has been conducted taking into account the images attached to this complaint.

Event description:
During the femoral canal preparation the surgeon detected that the instrument lever locking mechanism ball had fallen on the floor. The surgeon removed the spring and finished the procedure. The surgery was completed successfully and without delay.